Manufacturer narrative:
As reported, a patient has a red, slightly swollen bump at the access site after using a mynx control venous vascular closure device (vcd) in an supraventricular tachycardia (svt) ablation to treat atrial flutter. The complication was inflammation and infection confirmed with culture, and antibiotics were prescribed for treatment. The patient came in 7 days post procedure and the physician assistant took a picture of the site. There were 2 mynx control venous vcd's devices used in the procedure, both on the same side used successfully for hemostasis in 2 minutes. The patient said his groin was a little painful. The patient ambulated after 2.5 hrs. The devices were deployed in 6f and 8f sheaths. The 7f sheath was unable to get back in. The sheaths used were non-cordis. There was no heparin or protamine used. Preparation was done per the instructions for use (IFU), and deployment went smoothly. The 3 access sites were on the right side with 1mm of distance between the sites. An ultrasound was performed at the follow up appointment. Additional information was requested but not provided.the devices will not be returned for evaluation. However, an image of a patient¿s groin was submitted for review. Two puncture sites were observed: one exhibiting dark red scabbing and the other light-yellow scabbing. The surrounding area appeared red, inflamed, and slightly raised. No discharge was noted in the image. A product history record (phr) review of lot f2428101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.infections resulting from invasive procedures are a well-known potential adverse event and is listed in the IFU as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. The reported event of ¿infection¿ cannot be confirmed without the review of wound cultures. However, the image indicates a reaction at the site, which could suggest an infection. The exact cause of the issue experienced could not be determined; however, patient factors are possible. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ based on the phr review, picture analysis, and the available information, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. However, a risk assessment has been initiated to further investigate similar complications reported.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a patient has a red, slightly swollen bump at the access site after using a mynx control venous vascular closure device (vcd) in an svt ablation to treat atrial flutter. The complication was inflammation and infection confirmed with culture, and antibiotics were prescribed for treatment. The patient came in 7 days post procedure and the physician assistant took a picture of the site. There were 2 mynx control venous vcd's devices used in the procedure, both on the same side used successfully for hemostasis in 2 minutes. The patient said his groin was a little painful. The patient ambulated after 2.5 hrs. The devices were deployed in 6f and 8f sheaths. The 7f sheath was unable to get back in. The sheaths used were non-cordis. There was no heparin or protamine used. Preparation was done per the IFU, and deployment went smoothly. The 3 access sites were on the right side with 1mm of distance between the sites. An ultrasound was performed at the follow up appointment. Additional information was requested but not provided. The device will not be returned for evaluation.